Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter continued to display a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2014. The patient manages her diabetes with janumet pills, glimepiride pills and lantus insulin (10 units). It is not known if the patient made changes to her usual dose of medications at the time of the reported issue; however, on the following evening, the patient administered herself lantus insulin (10 units). The patient denied developing symptoms due to the reported issue. No additional treatment was specified. The patient denied testing with another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.